Event description:
See initial report.

Manufacturer narrative:
No deviations have been detected during the investigation on site nor in the provided serial read-outs. Therefore, the reported issue could not be confirmed and the root cause could not be identified.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and he could not confirm the reported event. He tested the unit multiple times and the device was working within specifications. No deviations could be found. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 double head pump that did not stop when the flow sensor was disconnected during priming. There was no patient involvement.